Event description:
Caller reported a continuous glucose monitor (cgm) error. The blood glucose level was not adversely impacted by this error. After resetting the pump, the caller successfully started their sensor session and planned to change supplies, as they did not have enough insulin to reload the same cartridge. The caller did not require a follow-up from technical support.